Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2005, explanted: (B)(6) 2017, product type: catheter. Product ID 8578, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2017, product type: catheter. Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. (B)(4).

Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving gablofen (with an unknown concentration and dosage) via an implanted pump. The indication for pump use was not reported. It was reported that the patient had periodic withdrawals, the patient was fused, there were multiple catheter revisions over time, and they had tight muscles with ¿floppy occasionally.¿ the event date was reported to be (B)(6) 2017. The pump and catheter were replaced with products from the same manufacturer, and they were returned to the manufacturer for analysis. The device was used within the patient for treatment. There were no patient death and the patient recovered without sequela. The reason for the catheter removal was ¿suspected leak.¿ the reason for the pump removal was gradual loss of therapy. There was no rotor study performed. A dye study was performed in (B)(6) of 2017 and it was noted that there was fluid collection. There were no further complications reported/anticipated.

Manufacturer narrative:
Analysis found a break in the catheter body of the (B)(4) catheter (s/n: (B)(4)). No anomalies were found with the (B)(4) catheter (s/n: (B)(4)). Interrogation of the pump determined it was used to infuse baclofen [2000.0 mcg/ml] at 12.1 mcg/day. The previously applied device code (B)(4) only applies to the (B)(4) catheter. Device code (B)(4) has been added and applies to both catheters. Result code (B)(4) no longer applies. Result code 1(B)(4) applies to the (B)(4) catheter and result code (B)(4) applies to the (B)(4) catheter. Conclusion code (B)(4) no longer applies. Conclusion code (B)(4) has been applied to the (B)(4) catheter, and conclusion code (B)(4) has been applied to the (B)(4) catheter. If information is provided in the future, a supplemental report will be issued.